Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump alarmed power error. Customer was advised that the insulin pump was unable to charge. Customer did not recall blood glucose at the time of incident. Troubleshooting was performed. The power error alarm happened during normal use. The insulin pump will be returning for analysis.